Event description:
It has been reported to philips that an error message indicated that fluoroscopy failed. The user attempted multiple reboots, but the issue persisted. The system was in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite, restarted the system and recreated the image storage which returned the device to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) connected remotely with the customer and confirmed the reported problem by analyzing the log file. The philips field service engineer (fse) went onsite and upon troubleshooting, found the error ¿ippc failed to boot¿ in the logging. The fse recreated the image disk and manually restarted the system. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.